Event description:
A customer stated that while running a 12 tube stem panel, the analyzer sampled. The first tube twice and reported the second sampling as that of the contents of the second tube. This caused the rest of the results in the panel report to be ¿one off¿ and resulting in a total of 13 printouts for the carousel. No patient results were reported out of the lab as the error was detected by the operator during a routine review of the data after the run. No event data has been received to date. Based on available information, there was no impact to patient or user.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the power line analyzer has been installed , but the testing is still on-going. On may 18, 2009 the fse contacted the customer and they confirmed no other incidence since the event date. Patient treatment was not affected in this event. On a recur, this error could result in a mis-identification of patient results. In the event that the cd34+ population is reported as falsely high, or falsely low then the treatment may be affected. The root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.